Event description:
This spontaneous report was received from an unknown female (age unspecified), from the united states via central complaint vigilance with local case ID (B)(4). An issue report was provided. The patient's height, weight and medical history were not reported. The patient was prescribed all-flex arcing spring diaphragm (silicone, size 65, lot number 0062331000) in (B)(6) 2012. Concomitant medications were not reported. On (B)(6) 2012, the patient experienced a tear along the outside ring of her diaphragm (hole in diaphragm). The patient stated "I put it in last night to try it out and when I took it out this morning, there was a tear in it along the outside ring at the flexible part" on (B)(6) 2012. The patient stated the size of the diaphragm was 65 and the lot number was 0062331000. The lot number was not listed and the patient refused to provide further information stating that her pharmacy was willing to "work with me since I need it by saturday" and would call back if anything changed. The patient outcome was unknown for the tear along the outside ring of her diaphragm. This report was associated with a product quality complaint (pqc) number (pqc number (B)(4)). The issue report concluded that the site was not able to perform a batch record review since the lot number was not provided. The case complaint was closed on (B)(4) 2012 and would be reopened if additional information becomes available and will continue to track and trend. The report disposition was considered undetermined/inconclusive. This report was serious (reportable device malfunction).

Manufacturer narrative:
Batch record review cannot be performed, as there is no lot number available. Complaint will be reopened if further information becomes available. Close complaint, continue to track and trend. Evaluation summary: us site was not able to perform a batch record review since the lot number was not provided.